Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during normal usage, the drill broke. No problem to patient. No delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing review: the drill bit was checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification. We are not able to determine the exact cause which has led to the breakage of the drill bit. The complaint condition, according to the visible wear marks at the shaft and the broken tip, was likely the result of too much mechanical force applied during multiple uses. The broken surface itself is homogenous which indicates material conformity as well. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes: hsz. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.